Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the silicone on flange is torn after one sterilization. Client had a back-up trach to utilize. There was unknown patient involvement and no patient harm/adverse event reported. The event occurred on (B)(6) 2024.

Manufacturer narrative:
Investigation summary: the affected sample was returned for evaluation. The returned device was visually inspected by the unaided eye under normal plant lighting. The returned device had the short straight neck flange (i.e., listed as ¿e¿ on the custom templates). The neck flange was torn on top of the flat surface of the neck flange next to the center hub of the neck flange. The surface tear extended across the width of the neck flange although both side edges appeared to be connected as well as the underside (flat portion of the neck flange). The tear on the neck flange was observed on the same side as the inflation line. Additionally, two vertical marks were observed on the inside of both eyelets at the upper and lower outside quadrants. A pull test using an instron machine was performed on the returned device to determine the tear strength of the silicone. Twill tape was inserted through the eyelet of the non-torn eyelet and secured in the upper vice grip. The body of the device was secured in the lower vice grip, but the contact points were not consistent due to the uneven surfaces of the device (i.e., neck flange hub, folded neck flange and airway line) and the device pulled out of the vice grips before the intact eyelet or neck flange broke. The test was performed twice. The first test reached 10.46 lbf with an extension of 1.48 inches before the body of the device pulled out of the lower vise grips. The device was inspected, and no damage was visible to the eyelet or neck flange that was intact prior to the test, but the flange that had been received partially torn was completely torn when the device slipped out of the vice grips. The test was performed a second time, and the results were 10.32 lbf with an extension of 1.86 inches before the body of the device pulled out of the lower vise grips. The device was inspected, and no damage was visible to the eyelet or neck flange that was being pulled. Since no lot number was provided for the device, the ordering history for ft23gn40nge008n was reviewed. It showed that there have been five lots made since july 2023 for a total of eight devices. Note: there were four lots manufactured before the complaint was issued. The incoming records of the last three shipments received for the silicone were reviewed. All three certificates of analysis showed that the values for durometer (shore a), tensile strength, elongation, and tear die b were within the manufacturing requirements identified on the incoming receiving specification. The instruction for use states under warnings to guard against product damage by avoiding contact with sharp edges and to not use forceps with sharp jaws to grip the locking strap as this can weaken it, causing it to fail in use. The IFU also states under cautions that during reprocessing, aggressive scrubbing of the tube or use of hard bristled brushes or sharp wire mounted swabs may damage the surface of the tube. Based on the limited details provided in the complaint description, no assumptions can be made as to whether the device was handled in a manner consistent or conflicting with the IFU. The investigation confirmed that the returned sample had a tear in the neck flange, but it did not determine a manufacturing defect with the returned device.